Event description:
It was reported that the device was used during a realize gastric band procedure. The silicone tubing over the strain release became disconnected. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.